Event description:
Pt with clarion hires 90k cochlear implant. H/o cochlear anomalies bilaterally. Implanted on left side. Developed a perilymph fistula in left ear, explored in 2005 noted to have leak at the oval window through a congenital defect of the stapes footplate. This was repaired with fascia and a muscle plug. Pt was doing well and then developed meningitis at the end of mo, 5 mos later. Was admitted to the hosptial for change in mental status and was found to have a positive lumbar tap. Treated with IV antibiotics. Developed a septic cerebritis with seizures and also a left sided partial facial palsy. Pt released from the hospital and is doing well. Slight residual paresis and no other deficits noted at this time.